Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unknown), but the device failed to discharge. The staff was able to obtain another device to successfully defibrillate the pt. There was no adverse effect on the pt as a result of the alleged malfunction.